Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe 29g x 1/2" barrel was crushed. The following information was provided by the initial reporter: the user's verbatim report is that the shield might have been pressed on the production line and the barrel was crushed.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe 29g x 1/2" barrel was crushed and the plunger cap was deformed, compromising the product's sterility. The following information was provided by the initial reporter: the user's verbatim report is that the shield might have been pressed on the production line and the barrel was crushed. Via bdj investigation: "bdj confirmed that the plunger cap was deformed." Via internal bd comments: "the sample's plunger rod has been broken at its base, separating it from the thumbpress. This damage appears to overlap greatly with the reported damage, and may have been intended with the original entry description language."

Manufacturer narrative:
Correction: clarifying information was provided via the bdj investigation. The following fields have been updated: b.5. Describe event or problem: it was reported that the bd ultra-fine¿ 1/2ml insulin syringe 29g x 1/2" barrel was crushed and the plunger cap was deformed, compromising the product's sterility. The following information was provided by the initial reporter: the user's verbatim report is that the shield might have been pressed on the production line and the barrel was crushed. Via bdj investigation: "bdj confirmed that the plunger cap was deformed." Via internal bd comments: "the sample's plunger rod has been broken at its base, separating it from the thumbpress. This damage appears to overlap greatly with the reported damage, and may have been intended with the original entry description language." H.6. Imdrf annex a grid: a020701, a0401. Investigation: h.6. Investigation summary: customer returned a single 0.5ml syringe. The thumbpress of the plunger rod has broken off from its base. The plunger cap is also compressed inward towards one end, leaving 2 fracture lines traveling horizontally on opposite sides of the cap. No other damage was observed. A review of the device history record was completed for batch# 1158023. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200968798] noted that did not pertain to the complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of syringe barrel damage or needle shield damage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the investigation, no CAPA/sa is required at this time.